Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there was no issue with the system, the observed differences were attributable to user taking doxycycline. Customer care educated the user on how medications in the tetracycline class, including doxycycline, may impact eversense readings and that cgm values should not be used for treatment decisions while taking this medication as indicated in the eversense user guide. The user was advised to continue using the system, entering calibrations as prompted by the system and to call back if they had any additional concerns. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.